Manufacturer narrative:
One device was returned. Per visual inspection, the tower enclosure had some nicks on the front side. There was a damaged label up next to the display label. The air detector was missing the clamp slot door. Air detector failed pin gauge test. The complaint was confirmed, and no further analysis was performed. The root cause was due to customer damage and unable to determine the fault with the solenoid (faulty solenoid caused the failed pin gauge test). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the air detector door and solenoid and afterwards the air detector passed the pin gauge test. Replaced the o-rings and fan guard per preventative maintenance (pm). Verified calibration. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The reporting customer received the pump tagged as "broken". No further information was provided.

Event description:
It was reported that the clamp for air detector was broken. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.